Event description:
The event was reported that the holster gave a green cable error durig initialization during a breast biopsy. The customer tried a second holster with the same probe and managed to complete the case with no pt consequence. After the case, the customer noticed there was a crack in the cabling for the green holster cabling.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was damaged and exposed. To correct the complaint, the analysis site replaced the green cable. The e-clip was replaced due to it damaged during disassembly and per the service manual, service test were performed with no functional faults found. As part of the standard service process, removed the sales from the lemo connectors, and added heat shrink to the green and blue cables. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.